Event description:
A report was received that the patient had a wire protruding through the skin on his back. The physician cut the protruding lead below skin level. The wound was cleaned and debrided with a curette and rinsed with peroxide. There was no indication of infection. The patient was reprogrammed without using the severed lead. The patient is recovering well.

Event description:
A report was received that the patient had a wire protruding through the skin on his back. The physician cut the protruding lead below skin level. The wound was cleaned and debrided with a curette and rinsed with peroxide. There was no indication of infection. The patient was reprogrammed without using the severed lead. The patient is recovering well.

Event description:
A report was received that the patient had a wire protruding through the skin on his back. The physician cut the protruding lead below skin level. The wound was cleaned and debrided with a curette and rinsed with peroxide. There was no indication of infection. The patient was reprogrammed without using the severed lead. The patient is recovering well.

Manufacturer narrative:
Model#: sc-2366-50, serial#: (B)(4), model description: linear 3-6, lead: 50cm. Model#:sc-3354-25, serial#: (B)(4). Model description: w4 splitter 2x4-25 cm. Additional information was received that another of the patient's lead eroded through his skin and caused an infection. It is unknown which lead had eroded as the physician cut the exposed portion of the lead and left the remaining lead inside the header of the splitter. The patient remains implanted with 2 leads. The patient had been on antibiotics for 2 weeks after the initial revision. The infection was located where the leads had eroded with symptoms of redness, purulent discharge and swelling. Physician believes the leads eroded due to the patient's high level of physical activity and weight loss (not device related). Physician will let the patient heal for 3 months then reassess in regards to re-implantation. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices found them to be satisfactory.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2218-50, (B)(4), model description: linear st lead with preloaded enhanced stylet - 50 cm. The cut portion of the lead was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.